Manufacturer narrative:
(B)(4). Batch r5c27a. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60t cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. One photo and six videos were provided; the photo shows tissue with staples present. Three unformed staples can be seen on the picture. Trocar insertion and removal is observed throughout video v001aa. Tissue manipulation. At the 8:55 mark a covidien like harmonic device is showed, cutting tissue. Video v001ab, continues with tissue cutting with a covidien device, tissue manipulation is also showed. At the 10:47 mark a device is introduce with a black reload loaded on the device, the device is clamped over tissue at the 11:07 mark, the device is fired at the 11:53 mark. Tissue is release at the 12:02 mark the cut line and staple line appear to be complete. At the 12:50 mark the device is introduce again, with a green reload loaded on the device. At the 12:54 mark the device is placed over the tissue and fired at the 13:36 mark. Tissue is release at the 13:42 mark and line and staple formation appears to be complete. At the 13:59 mark a small amount of oozing is noted on the first staple line. Tissue is manipulated with the use of graspers. The graspers are directly interacting with the staple line, at the 14:25 a staple is showed, the staple is fully formed, this is clearly noted at the 14:52 mark. Tissue manipulation continues, and a device is introduced at the 14:43 mark with a gold reload loaded on the device. The device is placed and clamped over tissue at the 15:29 mark. The device is fired at 15:37, cut line and staple line is complete, at the 16:39 mark a device is introduced with a gold gst reload loaded on the device. Video v001ac show the device clamped over tissue at the 0:13 mark and fired at the 0:59 mark. Cut line and staple line appear to be complete. Tissue manipulation is observed and at the 2:15 mark a device is introduced with a blue gst reload loaded on the device. The device is clamped over tissue at 2:43 and fired at 4:26. At this point what appear to be two staple legs are visible, at the 4:55 mark a staple is removed with the grasper at the end of the staple line. A device is introduced at 5:19 with a blue gst reload loaded on the device. Clamped over tissue at 5:31 and fired. Tissue removal is complete. At the 6:30 marl tissue is manipulated and malformed staples are noted. Again at the 7:17 mark the tissue is shown with malformed staples. Suture is applied and at the 13:53 mark bleeding is observed. Video v001ad suture is applied throughout the video. Video v001ae suture is applied, a clip is applied at the 9:20 to secure the suture. Tissue removal occurs at 12:32. Video v001af, shows computer screen options. Based on the condition of the staples noted on the photo and videos reviewed the event describe is confirmed, however no conclusion or root cause could be determined.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, a black 60 mm cartridge used in the first staple line appeared to have several malformed, broken, cut staples. . Staple line had to be over-sewn carefully in area even though leak was not apparent on esophagogastroduodenoscopy at end of procedure. An unknown amount of time was added to the procedure to over-sew the staple line. Fragments were generated but were removed easily with out additional intervention. There were no adverse consequences for the patient.